Manufacturer narrative:
(B)(4). Unable to determine the cause of the reported break. Although requested, the product has not been received. A follow up report will be submitted with results of the eval should the product be received for investigation.

Event description:
The customer stated that when the t-connector was flushed using a syringe, fluid splashed. The t-connector was replaced without incident. There was no report of patient or staff harm. Medical intervention was not required. Although requested, no further patient or event info was provided. (B)(4).